Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A cartridge leak was noted two hrs into a routine hemodialysis treatment. Rinseback was not performed resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback. The cartridge was not returned as requested by nxstage. The exact cause of the leak cannot be determined. The user's guide states that the nxstage cycler may not sense slow fluid or blood leaks resulting from loose connections, faulty components, venous access disconnection or other potential causes. Leaking fluids could lead to blood loss, injury, or death. Leaking fluids could also cause a person to slip or fall. Always tighten and recheck pt vascular access and all fluid lines, connections, caps and clamps. Secure the blood access device to the pt. Visually inspect the system periodically for evidence of leaks. Terminate treatment if leak cannot be resolved. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional info will be provided.